Event description:
Boston scientific crm received information that one low shock impedance measurement was observed on this system. The patient was brought into the clinic for a lead evaluation. Upon check, the lead was found to be fine, with shock impedances stable. The patient reported no symptoms. The boston scientific crm sales representative ran multiple shock lead integrity tests, which all were found to be within acceptable limits. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.